Event description:
The customer contacted stryker to report that their device will not complete the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker informed the customer that their device is unrepairable due to part obsolescence and should be removed from service. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.